Manufacturer narrative:
Customer reported that a pyxis anesthesia system unexpectedly stopped responding and needed to be rebooted during a procedure. Customer reported that this malfunction caused a delay to patient care. The length of the delay was 10 minutes. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the cause of the malfunction was a corrupted software application. The issue was resolved by running the windows operating system "repair" feature. After the application was repaired, the technical support specialist verified with the customer that the device was working without any further complications.

Event description:
Customer reported that a pyxis anesthesia system unexpectedly stopped responding and needed to be rebooted during a procedure. Customer reported that this malfunction caused a delay to patient care. The length of the delay was 10 minutes. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had frozen due to a software malfunction. A technical support specialist repaired the med application and rebooted it to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system unexpectedly stopped responding and needed to be rebooted during a procedure. The customer reported that this issue prevented accessing medications for a patient and resulted in delay of 10 minutes to patient care. There were no adverse events or injuries reported based on this incident.